Event description:
Iabp continued to give error. All checks made on user side. New machine placed and continued to give error message. Perfusion called in to assist and determined it was balloon issue and a new balloon needed placed. Balloon was saved and sent back to arrow for eval.